Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 200-07-26 - advanced patella 26mm 3 peg implant 5378459, 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t 6408836, 02-020-13-0340 - truliant cr cem fem cr cem right sz 4 6527256, 201-78-15 - holding pin mini sharp point 4 pk 6749764, 521-78-23 - threaded pin size 2.3 collared 2pk s204969, 521-78-32 - threaded pin size 3.0 collarless 2pk s205858.

Event description:
It was reported that this patient's knee was revised approximately 3 years 8 months post op. Patient has had consistent pain and experienced knee buckling. Following the surgery, she had to completed physical therapy, water therapy, and muscle stim therapy before getting the implants removed. Surgeon mentioned bone loss and overlapping device to bone. Patient was revised to competitors device.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided.